Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.